Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: there was explained power on reset events observed in the black box on the date of the complaint. The battery compartment was observed to be cracked above the bumper pad at the threads traveling down to the case seal. The returned battery cap and test cap tightly secured to the pump. The height and width of both battery caps met specifications. The pump was exercised on a 24 hour basal program with no intermittent power or reboot occurrences. Rust and corrosion were observed in the battery compartment; a leak test failed due to a battery compartment leak. The pump was opened; there was evidence of moisture on the support bracket. No damage was observed to the power circuit. The reported intermittent power complaint was not duplicated during investigation. Unrelated to the complaint, the keypad cover was found to be lifted at the ok button; however, all buttons were responsive to button presses. The keypad cover was removed; there was no contamination found under the key contacts. A crack was also observed between the case seal and keypad cover and between the case seal and display lens.